Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue main body of a transfer set was cracked during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned and an evaluation is complete. Visual inspection was performed with naked eye and magnification. Issues noted were a cracked main body and a damaged patient adapter. Functional testing included eight psi underwater pressure leak test, clear passage test, clamp function test and integrity of seal surface testing. Functional testing was acceptable. The reported condition was verified. The assignable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.